Manufacturer narrative:
(B)(4). A partial lead measuring 54.5cm was returned for analysis. External insulation abrasion was noted at 13.7-14.4cm from the ring electrode, consistent with lead friction to another device or patient anatomy.

Event description:
This report is to advise of an event observed during analysis.